Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagus procedure, the patient was taken to the operation with the esophagus cancer diagnosis. During the anastomosis process, when the transoral anvil was inserted, the white piece came out of the pharynx (white piece which is connecting the anvil with the guide) and the anvil was removed with the rope which is attached to the anvil. Therefore the device could not be used. It was replaced with new one. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.